Manufacturer narrative:
B3. The date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. Reporter email: (B)(6). No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the cadd-legacy pump was powered on, it initially generated an airflow loss alert, followed by a continuous occlusion alarm. The pump was subsequently powered off; however, the beeping continued even after the batteries were removed. There was no patient involvement, and no harm/adverse effects were reported.